Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant a ventricular lead, but the threshold measurements were high. The physician rotated the lead and then, was unable to extend the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.